Event description:
It was reported that the stent moved on the balloon. A 3.00x16mm promus element plus stent was advanced to the target lesion. However, the stent shifted back on the actual stent delivery system. The procedure was completed with another 3.00x16mm promus element plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had moved proximally on the catheter, with the distal side of the stent resting on the proximal balloon bond. The distal side of the stent was severely bunched up. This damage is consistent with the stent meeting resistance upon advancement. The proximal side of the stent remained unexpanded and undamaged indicating the balloon had not been subjected to significant pressure at time of detachment of the stent. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A 3.00x16mm promus element plus stent was advanced to the target lesion. However, the stent shifted back on the actual stent delivery system. The procedure was completed with another 3.00x16mm promus element plus stent. No patient complications were reported and the patient's status was stable.